Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose as well as the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 400 mg/dl. Customer stated that the drive support cap was sticking out. The reservoir will not return for analysis.